Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
This pc reports about the revision surgery on (B)(6) 2011. It was reported that on unknown date, the patient underwent tha. After the surgery, on (B)(6) 2011, revision surgery was performed because the implant was loosened. No further information is available.